Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, insufficient negative pressure was seen with one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos show a tube with no blood in it. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.